Event description:
It was reported to medtronic minimed that the customer received a pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast) and pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported a blood glucose value of 10 mmol/l. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event. Troubleshooting was performed for the pump error. The customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test. Successfully downloaded history files and traces using thump. Pump error 37 was found in the history files and traces on 05/09/2025 10:32:50.000. Pump error 38 was found in the history file and traces on 05/09/2025 10:43:26.000. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pump error 37 was confirmed due to moisture damage on the motor. Pump error 38 was confirmed during testing and due to moisture damage on the motor. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.